Event description:
It was reported that nine days after routine ivc filter placed, a CT scan was taken as the patient had pain. The CT scan showed 6 filter limbs allegedly perforated the vena cava wall and were surrounding the aorta. The filter was removed. There was no reported patient injury.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided. The investigation is currently underway.